Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 348 mg/dl with vomiting. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a loss of prime issue involving the insulin cartridge. The reporter was unwilling/unable to complete troubleshooting at the time the complaint was received. Animas customer support made several attempts to contact the reporter in follow-up of the complaint; however, the reporter did not respond. No further information is available at the time of this report. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime issue.